Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. At 1500, the tubing set was primed with tpn, loaded into the pump, connected to the pt's peripheral IV access, and the delivery was started. No specific programming parameters were provided. At 1910, the nurse noted that the "bedding was wet and there was blood on the linen." At that time, it was noted that the tubing had separated "below the y-site closest to the pt" and "blood had backed up into the tubing". The nurse could not quantify the amount of blood loss. The pt's IV access site was changed the tubing set was replaced, and the infusion was resumed. There were no reports of any adverse pt sequelae. Though requested, no additional information was provided.